Event description:
It was reported that when patient presented remotely via merlin.net transmission, episodes of noise reversion was observed on the rv and ra leads. During prior checks noise was not reproducible. It was suspected that noise reversions were due to lead damage or clavicular crush. Patient is not dependent on the device. No programming changes were made. Plans to resolve the lead issue may be made in a future appointment. Patient was stable and will continue to be monitored.

Event description:
New information received notes that on (B)(6) 2017 the asymptomatic patient presented for follow-up to the clinic. During isometrics diagnostics, it was noted that noise was observed on the right ventricular and right atrial leads. There were no other electrical anomalies as a result of the noise. The patient¿s condition was stable and would continue to be monitored.